Manufacturer narrative:
(B)(4).

Event description:
It was reported that post paced t-wave oversensing was observed during a follow up in-clinic. The patient was asymptomatic. Oversensing was noted on a stored egm. Programming changes were performed. The patient was stable.